Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to a faulty lcd display module. The lcd module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zzoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.